Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. Customer stated he was over 600 mg/dl prior to calling, he treated with a manual injection which brought it down to 447 mg/dl. The customer reported the high blood glucose level was due to the infusion set coming out of the site. The customer stated that the infusion set does not stick and falls off frequently. This happened 3 times the week prior. Customer stated it was due to the heat and he perspires heavily. The customer was sent samples of other infusion set type. Customer was advised to monitor and call back if issues persist. He declined to check his blood glucose at the end of the call and stated he felt fine.